Manufacturer narrative:
This case was reported in error. No failure (nor allegation of failure) occurred on this device. The corrective action was based on an urgent medical device correction notice (attachment included in pr) received from the manufacturer. The system was attached to the nurse call system to ensure adequate notification as recommended.

Event description:
Primary alarm failure.